Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had experience severe fluid ingress. The pump could not be turned on or tested due to the fluid ingress. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump did not alarm load set when it should have. They also stated that this occurred during testing and no patient had been involved. [(B)(4)].